Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized and then intensive care unit for diabetic keto acidosis on (B)(6) 2020. Blood glucose reading was 26 mmol/l. The customer was treated with intravenous drip at the hospital. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.